Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy, ous, mr 3.0x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. A visual examination of the balloon was performed, the balloon wings appeared relaxed from their original folded position and appear to have been subjected to positive pressure. Stent crimp markings were present on balloon indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination of the device found multiple hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After pre-dilatation was performed, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay. However, returned device analysis revealed stent detachment/separation.